Manufacturer narrative:
The reported lot number for the actual complaint sample was not provided. No samples were returned for investigation; therefore, the root cause could not be determined. The customer indicated in the complaint they had lot numbers v1d057 and v1d036 in their warehouse. Device history reviews were completed on these lot numbers, and they were both found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We will continue to monitor complaint trends for this type of incident.

Event description:
Customer reported hot pack burst and contents landed on team member's hand and sleeve of lab coat. The team member involved reported that the hot pack was not yet activated, but two team members reportedly heard a popping sound just prior to the pack bursting. The team member experienced a burning sensation. No medications or treatment provided, team member rinsed contents off.